Event description:
Minutes after pumping, the iab leaked. The iab was removed and a second was inserted into the pt. There were no complications reported from the event. It was reported that the pt expired. Event complications: none from the event - reported 11/26/96. Pt's current status: expired - rpt'd 11/26/96.

Manufacturer narrative:
(This follow-up MDR was mailed to FDA on 4/25/97). Device label code for f10. Position 3: 1701. Eval summary. Eval: iab was received intact for eval with balloon completely unfolded. Sheath was noted to be severely kinked. Lab examination on returned item revealed no defects. Underwater leak testing revealed no leaks in iab. As a test, iab was placed in a test chamber having a 75 mmhg back pressure to simulate pressure within aorta. Iab fully inflated and funtioned normally when attached to system 90 iabp in lab. No alarms were triggered on pump. After 2 minutes of pumping, pressure strips were recorded. Strips confirmed that balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during lab iabp testing. Thus, lab examination revealed no defects in returned iabp. Probable cause of difficulty: it was not possible to determine cause of reported difficulty based on event description and examination. It is possible that user perceived blood within inner lumen as a balloon leak. Blood entering inner lumen is a normal occurrence.